Event description:
The customer reported that her blood glucose measured 195 mg/dl at 6:28 am. She took a 0.95 unit insulin bolus and then changed her pod at 6:57 am. At 9:16 am her bg was 221 mg/dl; she corrected with a 1.0 unit bolus. At 11:00 am her bg was 156 mg/dl and she was having a meal estimated to contain 35 grams of carbohydrate, so she bolused 2.9 units. At 6:00 pm, with bg of 299 mg/dl, she deactivated the subject device. When she removed it, the cannula appeared to be bent and there was no mark from the insertion of the cannula. She did not notice any insulin or wetness on the adhesive, but she stated she was sure that the cannula had not inserted.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defects or deficiencies that would result in the cannula failing to insert correctly or the pump failing to deliver insulin were found. The customer stated she was sure that the cannula had not inserted. This condition would interrupt insulin delivery and contribute to hyperglycemia. The insulin bolus she administered at 9:16 am lowered her blood glucose by 65 mg/dl by 11:00 am, indicating that insulin delivery was not interrupted at that time. The cannula could have dislodged from the infusion site after 9:16 am, which cannot be confirmed through lab testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery.¿